Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to replace the right monitor. Right monitor replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 9800 system would not turn on during bootup. This event was observed to happen at two different times. This event happened during system set up. Another system was used for the case. There was no report of pt injury.